Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ping meter was giving the error 1 error message. The patient claimed the meter was new (out-of-the-box). The patient did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. The error message issue was resolved with a new test strip. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the error 1 error message issue occurred with the first test strip, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.